Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and it was observed that the tip was broken off of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during ¿review of the components of the equipment¿ in the service center, it was observed that the craniotome device "showed fracture¿. It was not reported that the event occurred during surgery. There were no reports of patient involvement, injuries, medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.